Event description:
A response to an intuitive post market clinical follow-up survey on xi/x monopolar instruments has reported that in the last month, a customer recalled converting a da vinci-assisted gynecology surgical procedure to open surgery due to malfunction and/or breakage of a da vinci monopolar instrument. The da vinci surgical system used was a da vinci xi. This survey was distributed electronically to da vinci x/xi surgical systems users in the european union and europe. The customer did not provide the number of conversions from da vinci surgical procedure to open surgery for malfunction/breakage in the last month. The customer who responded to the survey was anonymous. The customer did not complete the entire survey leading to incomplete information.

Manufacturer narrative:
Based on the claim against the product by the customer noting procedure conversion to open due to failure of a monopolar instrument, an investigation could not be completed to determine the cause of this reported event. The event information was received from post market clinical follow-up survey on xi/x monopolar instruments. No additional information was available to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if additional information is obtained.